Event description:
Patient presented to the physician with an infection at the chest incision site, including with pain, itchiness, redness, and drainage from the site. Physician prescribed antibiotics. Physician brought the patient into the or five days later, removed the entire inspire system, irrigated the ipg pocket with antibiotic solution, placed a drain, and closed the incisions.